Event description:
It was reported the patient presented to the clinic for a normal follow up after the patient received multiple inappropriate hv therapies due to noise on the rv lead. Noise was reproducible with arm movement. A device setting was disabled. The lead was explanted. The patient condition is well.

Manufacturer narrative:
A partial lead with the lead tip measuring 50.2cm was returned for analysis. External insulation abrasion was noted at 35.1-36.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 13.3-14.1cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 46.6-47.4cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Manufacturer narrative:
A partial lead with the distal tip measuring 50.2cm was returned for analysis. External insulation abrasion was noted at 35.1-36.2cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 13.3-14.1cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 46.6-47.4cm from the distal tip, consistent with lead friction to the ICD can. The sensing etfe coating was abraded at this location. This is consistent with the field event of inappropriate therapy and noise.

Manufacturer narrative:
(B)(4).